Event description:
Patient wife report ed that her husband (patient) has recently lost 2 v-go's due to detachment from the application site. Patient wears v-go on his abdomen and does a great deal of physical work outdoors. In the first instance the patient was working on an outside project and the v-go was caught on an object and pulled off. In the second instance the patient was working outdoors and the adhesive pad became detached. Patient properly prepares the application site. Patient wife reported that the patient applies the v-go at night after showering and the v-go stays attached for 12 to 15 hours in both instances before the v-go detached.